Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on august 22, 2020 that a hot axios stent was to be implanted in a transduodenal position to facilitate common bile duct (cbd) drainage during a procedure performed on (B)(6) 2020. Reportedly, the physician was using the eus method of deployment where the second flange of the stent is deployed in the scope, and then the stent is released from the scope by advancing the catheter and retracting the scope in a 1:1 fashion. According to the complainant, during the procedure, after the stent was deployed, the stent moved out of place and was then fully deployed in the duodenum. The stent was removed from the patient using rat tooth forceps and a wallflex fully covered stent was implanted to address the puncture site. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation on (B)(6), 2020 that a hot axios stent was to be implanted in a transduodenal position to facilitate common bile duct (cbd) drainage during a procedure performed on (B)(6), 2020. Reportedly, the physician was using the eus method of deployment where the second flange of the stent is deployed in the scope, and then the stent is released from the scope by advancing the catheter and retracting the scope in a 1:1 fashion. According to the complainant, during the procedure, after the stent was deployed, the stent moved out of place and was then fully deployed in the duodenum. The stent was removed from the patient using rat tooth forceps and a wallflex fully covered stent was implanted to address the puncture site. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: problem code 3009 captures the reportable event of stent positioning issue. Block h10: a hot axios stent and delivery system were received for analysis. The stent was returned fully covered and undeployed. Visual examination of the returned device found the tip present evidence of electrocautery. The inner sheath was kinked. Functional examination was performed and the stent was able to be deployed. However, the stent did not expand. The stent was submerged in warm water and the stent expanded but in an unusual shape. The proximal flange of the stent was measured and was found not to be within specification. No other issues were noted to the stent and delivery system. The reported event of stent positioning issue could not be confirmed; the stent was returned fully covered and undeployed. However, the complainant reported that after the stent was deployed in the correct position and removed the stent was reloaded back onto the delivery system to be returned. The kink noted was most likely due to procedural factors encountered during the procedure. It may be that the interaction of the device with the scope and/or the patient anatomy limited the performance of the device and contributed to the kink noted on the inner sheath. The observed failure of stent expanded but in an unusual shape most likely due to factors encountered during transport and storage. Per product specification, the austenite finish (af) temperature of the axios stent is 0-10 degrees celsius. The complaint stent is within the af temperature specification which confirms that there were no anomalies during the annealing process. Lastly, stent improper placement is noted within the IFU (instructions for use) as a potential complication associated with the use of this device. Therefore, a review and analysis of all available information indicated the most probable cause is known inherent risk of device. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU)/ product label.